Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek in range meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago neoptimal method, resulting with a value of 3.41 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 4.5 inr. The patient's therapeutic range is 3 - 4 inr.